Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the ins being removed was there was severe pain at the ins site. The patient said they did not know what or why the ins was causing the pain all they knew was that if they walked, the ins rubbed something in their hip area. The patient stated they did not know why they left the lead in. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220 (B)(4), implanted: (B)(6) 2017, product type: extension. Other relevant device(s) are: product ID: 3708220, serial/lot #: (B)(4), ubd: (B)(6) 2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the ins was removed and the lead was left in the patient on (B)(6) 2018. The hcp had no further information. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the battery being removed was pain in hip. No further complications were reported/anticipated.